Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During servicing, fse verified the error in the error log. Fse evaluated and found that the loud noise was coming from the large syringe. Fse cleaned and lubricated the large syringe lead screw and guiding rails. Fse primed all buffers without any errors. Fse performed precision testing and the customer ran calibration and quality controls (qc) with acceptable results. Fse also found that the column count was at 6495 injections and advised the customer to replace the column at 2500 injections. The customer declined to replace the column at that time as the qc results were in range and pressure was within normal limits. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 03-sept-2017 through aware date (B)(4) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 706 syringe-l error: explanation: operation error in syringe-l. Countermeasure: inspect x1-axis. Inspect syringe-l. Execute smp. Reset. Chapter 5, maintenance procedures, under section 5.10 provides step-by-step instructions on the sampling needle assembly replacement. The most probable cause of the reported event was due to a dirty lead screw of the large syringe.

Event description:
The customer reported getting 706 syringe-l error messages during the morning daily check with the g8 instrument. The customer was able to run the instrument normally the rest of the shifts without error. The customer called back stating that the error continued to occur along with a loud grinding noise. The customer changed the sample needle but the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.